Event description:
The biomedical engineer (bme) reported that the transmitter was showing erratic readings across the screen, including the heart rate, then would stop displaying. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the transmitter was showing erratic readings across the screen, including the heart rate, then would stop displaying. The bme connected the device to a simulator and would sometimes receive an error message, "cannot analyze." They replaced the leads with new working ones, but the issue persisted. No patient harm was reported. Investigation summary: the reported issue could not be duplicated. Therefore, the root cause of the reported issue could not be determined. No further investigation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes the following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/23/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 10/30/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 11/06/2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the transmitter: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Org: model #: org-9110a. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the transmitter was showing erratic readings across the screen, including the heart rate, then would stop displaying. The bme connected the device to a simulator and would sometimes receive an error message, "cannot analyze." They replaced the leads with new working ones, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/23/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 10/30/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 11/06/2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the transmitter: cns: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na org: model #: org-9110a serial #: ni device manufacturer data: ni unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the transmitter was showing erratic readings across the screen, including the heart rate, then would stop displaying. No patient harm was reported.